Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to impedances out of range, possibly cause by a clavicle crush. A new ra lead was implanted. No additional adverse patient effects were reported.